Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old female in post cardiotomy cardiogenic shock low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. It was reported after the implantation of the device, the patient experienced bleeding at the access site and the heparin in the purge solution was replaced with sodium bicarbonate and heparin-free. However, venous bleeding and cardiac tamponade occurred and required for the patient's chest to be reopened twice for stabilization. Due to a sudden drop in the platelet count, heparin-induced thrombocytopenia (hit) was suspected. Therefore, the device was successfully weaned based on the judgement that the left ventricular support was currently sufficient.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.